Manufacturer narrative:
Product analysis: analysis was unable to confirm programmer screen blacks out, checked lvds board connection, display flex cable and display connections with no fault found. Analysis was unable to confirm programmer printer does not work; printer functions as required and able to save pdf files to usb drive. The programmer was reloaded and updated software. Analysis also noted that the provided stylus was not functional, stylus was replaced and calibrated. The device passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen blacks out, and the printer does not work. The device has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.